Event description:
Procedure: tonsillectomy. Reportedly, the customer said that during the procedure, the or staff noticed excessive sparking from the electrode. After the procedure, it was noted that there was a hole in the insulation of the electrode approx 1/8th inch. It was also noted that the pt's right upper gum area and oral membrane had received a third degree burn that was approx 1 - 1 1/4 inches. The doctor ordered 2% lidocaine ointment for the burn.